Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was not completed because the pump serial number was not provided. Because the device was not returned to mmd an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10 and would not turn off. They stated that this resulted in a twenty-four hour delay of therapy while they waited for a replacement pump to be delivered and that they had no alternate method of feeding available. Mmd did follow up with the initial reporter who stated that there were no adverse effects as a result of the complaint. They did not provide any additional information. (B)(4).